Manufacturer narrative:
Batch review performed on 24 may 2018: lot 115705: (B)(4) items manufactured and released on 10 july 2012. Expiration date: 2017-05-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event clinical evaluation performed by medical affairs manager on 25 may 2018: the fixation screw securing the femoral component to the extension stem was found loosen in the joint. Patient details and date of implantation are not available. Screw removal and replacement is strongly recommended. During revision surgery, implant fixation and articular surfaces must be checked for integrity. The reason for self-unscrewing of the screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
On (B)(6) 2018 we were informed about a loosening of the screw from the connection between stem and femur. The post-op x-rays didn´t show a loosen screw. A revision surgery is planned, but the date is not defined. Patient's pain is not acute, the loosening of the screw maybe occured even 1 year ago.

Manufacturer narrative:
On october 03, 2018 we were informed that we will not get the screw for further investigation.

Manufacturer narrative:
On (B)(6) 2018 we were informed that the revision surgery is planed for (B)(6) 2018. On (B)(6) 2018 it was reported that the surgery was performed on (B)(6) 2018. Surgeon removed the screw, implanted a new screw and changed the inlay.